Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a segment of the conductor wire sticking out from the proximal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The instrument cut and sealed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument was observed to have damage on the black body that caused electricity. The procedure in which the instrument was last used was completed with no reported patient injury.